Event description:
Reportable based on device analysis completed on 10-aug-2023. It was reported that crossing difficulties and shaft kink occurred. The target lesion located in the calcified and tortuous region of the mid right coronary artery (rca). A 6f non- boston scientific (bsc) catheter was placed and a non-bsc wire was crossed the lesion. Following pre-dilatation with a 2.5 mm semi complaint balloon catheter, a 3.50 x 24mm synergy drug-eluting stent was advanced for a treatment. However, the device failed to cross the lesion and shaft kink was noted. The device was removed, and the procedure was completed with a 3.5 x 26 non-bsc stent. There were no patient complications reported. However, returned device analysis revealed hypotube detached/separated.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: the synergy ous mr 3.50 x 24mm stent delivery system was returned for analysis. A visual and tactile examination of the hypotube found a multiple kinks and a break at 41cm distal to the distal end of the strain relief. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis and examination of the stent found issues. Stent struts were found lifted in mid-section of the stent. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal marker bands. Bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube found a multiple kinks and a break at 41cm distal to the distal end of the strain relief. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was 0. 0.0430 this is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.